Event description:
Customer reportedly obtained a result of 550 mg/dl on the compact system and a result "in the 200's" on a professional device within 5-10 minutes. Within another 5 minutes, the customer reportedly tested approximately 250 mg/dl on the professional device. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.